Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection was performed on the product. The enclosures were damaged and split apart. The enclosures were rubberbanded together. Wires were pulled from the control board and connectors. A wire was severed from the battery connector. The warranty sticker was compromised. A battery and foot switch were also returned. A functional evaluation was performed. The device would not power up to pressurize because of the disconnected and damaged wiring. The reported hydraulic failure was not verified and root cause could not be determined as the failure could not be duplicated upon investigation. Factors that may have contributed to this failure include a defective seal causing a loss of oil over time that would affect the device's ability to maintain pressure. The complaint was confirmed for material split, cut or torn and the root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an inadvertent drop of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately. There were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, the hydraulics systems for the "spider 2 tenet" arms were not functioning. The pressure in the arm would not hold causing the spider2 arm to go limp. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.